Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/11/2016. (B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a hysteroscopy, d&c, laparoscopy on (B)(6) 2003, and a morcellex was utilized to treat dysfunctional uterine bleeding. It was reported on (B)(6) 2013; uterine fibroids were found to have metastasized to the patient's lungs and revealed to be benign metastasized leiomyoma. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient also underwent a myomectomy as well as resection of paratubal cyst on (B)(6) 2003. Biopsy revealed endometrial tissue as well as a leiomyoma. The patient subsequently underwent a hysterectomy on (B)(6) 2005 which revealed a vascular leiomyoma. A chest x-ray was done on (B)(6) 2009 that was negative. However, the patient had chest pain in (B)(6) 2011 and despite having a negative chest x-ray she had a CT of the chest on (B)(6) 2011, which showed scattered right-sided lung nodules of various sizes. A pet scan was done at that time and was negative. On (B)(6) 2013, a pet scan showed an increase in the size of the nodules. The patient underwent a bronchoscopy and a biopsy on (B)(6) 2013 which was unrevealing. Subsequently on (B)(6) 2013, she had a wedge resection of the lingular nodule, which showed a smooth muscle neoplasm diagnosed as ¿metastatic leiomyoma.¿